Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found the lens haptic torn and foreign material on lens surface (clear residue on lens). (B)(4).

Manufacturer narrative:
This product is not manufactured in the us. Patient code (B)(4): secondary surgical intervention; lens exchange. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.50/1.5/090 diopter in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged for a shorter lens due to excessive vaulting and the problem was resolved. The patient's post-op best corrected visual acuity (bcva) and uncorrected visual acuity (ucva) were found to be 20/20.